Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure for treatment of an abdominal aortic aneurysm, a balloon rupture occurred. The equalizer balloon catheter ruptured during post-dilatation of a stent graft. The number of inflations, atms, and duration of inflations that occurred during the procedure are unk. The procedure was completed with another of the same device. No pt complication or injuries were reported. The pt status was listed as 'good'.